Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Six used samples outside its original package received for investigation. One sample could not get blood out of IV site. Photo is attached for investigation. Returned samples were visually inspected by quality engineer, according to procedure. It was observed on one returned sample came in out of the part and was loose during decontamination process. As one sample did not have the part number. Only five of returned samples were tested for the water leak test. The results found no leakages were observed on the returned samples and no bubbles or air were noted on the syringe used to test the five samples. No product defect was found. The root cause of the issue could not be determined. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that when a specimen was being obtained through the sample port, air was noted in syringe. All the connections were tight. No patient injury was reported.